Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced elevated blood glucose (bg) that displayed "high" on the continuous glucose monitor; an exact value was unknown. The customer addressed bg with correction bolus via pump. Suspected cause for elevated bg was unknown. Technical support performed a pump system check and the pump was functioning as intended. Recommendation was made to consult with healthcare provider regarding diabetes management.